Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced excessive flash/damage on two of the fibers while using the soltive laser system. The user was able to complete the unspecified procedure using a third fiber. There were no reports of patient or user harm. Report 3 of 3.